Manufacturer narrative:
Device history record could not be reviewed as consumer did not provide lot number. Consumer did not return product samples for evaluation.

Event description:
Consumer went to remove a tampon and noticed the tampon was about half the regular size so she knew some material was left behind. Her gynecologist was able to remove the remaining portion of the tampon.